Manufacturer narrative:
G.1 - contact office - name/address (and manufacturing site for devices): tosoh hi-tec (manufacturer) 1-37 fukugama minami-machi shunan-shi 746-0042, japan registration no. 8031673 tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported a patient sample ran on (B)(6) 2017 had a testosterone result of 91 ng/dl (normal male range 199 - 1586 ng/dl). This sample was also sent out to a reference lab (lcms methodology) and reported out <low. On (B)(6) 2017 same patient result on tosoh's aia-900 was 76 ng/dl and the reference lab had <10 ng/dl. This sample was sent out to the tosoh quality assurance (qa) lab and confirmed to be 76.7 ng/dl using the same test cup lot, quality control, and calibrator as the customer. The patient was taking hormone blockers; therefor, the expectation was that testosterone would be low. Tosoh suggested that this could be a heterophilic antibody and could be confirmed using a peg protocol. No further action was taken.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the customer reported not being interested in pursuing further testing. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 03-jan-2016 through 03-feb-2017. There were no other similar complaints identified during the searched period. The st aia-pack testosterone under limitations of the procedure, page 8, indicates the following: certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was due heterophile antibodies with the patient specimen. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.